Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd precisionglide¿ needle plunger was difficult to move during use when withdrawing insulin from the vial, resulting in air bubbles. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: customer stated plunger on the inside of the syringe would not move smoothly when she went to withdraw insulin from the vial which in turn caused air bubbles.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the bd precisionglide¿ needle plunger was difficult to move during use when withdrawing insulin from the vial, resulting in air bubbles. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: customer stated plunger on the inside of the syringe would not move smoothly when she went to withdraw insulin from the vial which in turn caused air bubbles.